Manufacturer narrative:
D6a: estimated date. It was reported that the device was implanted less than a year ago. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
D6a: estimated date. It was reported that the device was implanted less than a year ago. As no item or lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted and replaced as the device was not pumping.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes of the pump. A separation was noted on the inlet tube of the pump. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 1 or cylinder 2. A separation was noted on the inlet tube of the reservoir. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separations indicates that sufficient stress was exerted on the inlet tube near the pump and cylinder to separate the site while in-vivo. Separations of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.